Manufacturer narrative:
The vessel sealer instrument involved with this complaint has not been received for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow up MDR will be submitted. Based on the information provided, this complaint is being reported due to following conclusions: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument was not sealing properly. Although, no patient harm was reported reoccurrence of the reported failure could cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the surgical staff noted that the vessel sealer instrument was not sealing/cauterizing tissue properly. The surgeon had difficulty sealing thicker tissue properly. There was no report of fragments falling inside the patient. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: a second vessel sealer instrument was opened to complete the procedure robotically.